Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d9, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The auxiliary channel mount was clogged causing water flow issues. Additionally, the repair center found that the bending section cover peeled off, the plastic distal end cover was scratched, the light guide lenses were chipped, the biopsy channel was exchanged for preventative maintenance, the insulation of the connecting tube was worn, the flexibly adjustment and angle wires were stretched, key top number 1 was worn, the charged coupled device and distal end unit showed signs of aging, and the universal cord was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the auxiliary water inlet was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received at olympus business center regional repair center (rrc) france, however, the device evaluation results has not yet been received or available . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air/water or aspiration problem. The issue found during an unknown event. There was no patient harm or injury reported. This report is being submitted for problems related to reprocessing. Insufficient or incorrect reprocessing.